Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #13 was removed due to infection. Implant #13 site placed (B)(6) 2026 with bone graft & membrane. Pt seen 1 week later appeared healing well. Pt called emergency on (B)(6) 2026 with swollen face. Implant site had large buccal swelling requiring removal of implant due to large advanced infection. Symptoms as a result of the event: swelling, abscess & infection.